Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not using room temperature insulin when filling the cartridge. The caller was educated to use room temperature insulin when filling the cartridge, which they acknowledged and understood. Despite the issue, the caller declined to load a new cartridge and decided to continue using the current one.